Event description:
It was reported to technical services on 3/25/11 that this lead is oversensing. It was requested the clinic do a memory dump to investigate this. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).